Event description:
It was reported that an ilet user experienced recurrent hyperglycemia and hypoglycemia with fluctuating blood glucose, including highs over 300 mg/dl and lows to 40 mg/dl, with glucose in range about half of the time; the user believed the device was malfunctioning, while a review of reports indicated patterns consistent with delayed meal announcements and aggressive carbohydrate treatment of lows. Symptoms included episodes of high and low blood glucose without loss of consciousness or other acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup injections. Investigation included review of device data and troubleshooting with user education on timely meal announcements and conservative low-glucose correction. Investigation of this case revealed device performance consistent with design and user behaviors likely contributing to glycemic variability. It was concluded that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.